Event description:
Patient developed postop infection in 2007 after use of wright medical graft jacket tissue matrix. Packaging materials labeling unclear as to sterility and aseptic package was placed on sterile field and product used in patient surgery seventeen days earlier. Patient infection managed postop by physician on outpatient basis.